Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient identifier not available from the site. The suspect catheter was returned to the manufacturer for evaluation. Visual inspection found that the tip of the catheter had burnt off. It was reported that an additional burn mark was present along with two bends and an opening in the catheter.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt), the tip of the cooling catheter for the ablation system broke off. It was reported that without the tip, saline flow was operational and the site completed the procedure. There was no reported delay to the procedure due to this issue. There was no imp act on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient identifier updated.